Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained a questionable result for one patient sample using the elecsys hcg + beta test system (hcg+b) on the cobas 6000 e 601 module. The initial result was not released outside of the laboratory. Units of measure were not provided. The initial result was <0.100. The patient went to another laboratory where the result was >4000. There was no allegation that an adverse event occurred. The hcg+b reagent lot number is 17982501 with an expiration date of 01/31/2018. Investigation activities are ongoing.

Manufacturer narrative:
Date of event was updated. The initial result was clarified as 0.100 miu/ml with a data flag.

Manufacturer narrative:
Quality controls (qc) failed twice on the day prior to the event. Qc on the day of the event were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.